Event description:
It was reported that the patient underwent an explant of their superion spacer due to discomfort. The explanted device will not be returned for analysis as it was retained by the medical facility.